Event description:
Patient has boston scientific pacemaker model l311 implanted on (B)(6) 2017. Device on advisory for possible accelerated hydrogen battery depletion. Estimated battery longevity declined from 5.0 years in (B)(6) 2021, to 3.5 years in (B)(6) 2021, to 1.5 years in (B)(6) 2022. Engineers at boston scientific tech services confirmed battery decline consistent with advisory after analysis of battery data. Device will have to be replaced earlier than expected. FDA safety report ID # (B)(4).